Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported due to the replacement procedure. The explanted device is expected to be returned for analysis.